Manufacturer narrative:
Concomitant medical products: dtpa2d1px ICD, implanted: (B)(6) 2020; 383069 lead, implanted: (B)(6) 2013; 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to suspected infection. An implantable pulse generator (ipg) and right ventricular (rv) lead were implanted. No further patient complications have been reported as a result of this event.